Event description:
A technician reported a patient with corneal edema following the use of this product. She stated the patient was treated with an antibiotic and symptoms have resolved. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the complaint device was not received for evaluation. Product history records could not be reviewed because the reporter did not provided a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/01/2012 by fax and mail. A completed questionnaire has not been received. (B)(4).